Manufacturer narrative:
Updated health impact code and component code.

Event description:
It was reported to philips that the device ops check failed in defib delivery test. There was no patient involvement. The device was received by the philips bench on (B)(6) 2021. An evaluation was performed. The philips bench technician confirmed that the processor pca would need to be replaced to bring the device back to working condition. The bench performed a complete evaluation of the device and concluded that the replacement processor pca will bring the device back to functionality. The device was returned to the customer and no further evaluation is required at this time.